Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "contracted bia alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency: "contracted bia alcl with these textured implants." Pathological markers were not provided. This record relates to the left side. Device has been explanted.

Event description:
Patient reported via regulatory agency: "contracted bia alcl with these textured implants." Pathological markers were not provided. This record relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional health effect impact codes: f2201. Additional, changed, and/or corrected data.

Manufacturer narrative:
Health effect - impact code 4: f1905. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl, capsular contracture, baker grade unknown.

Event description:
The patient reported they had been diagnosed with left side bia-alcl. The implant was removed due to asymmetry and capsular contracture (baker grade unknown). During explant a seroma was observed. Pathology was completed on the fluid and capsule. Pathological findings confirmed diagnosis of bia-alcl state 1 (histopathological markers cd30+ and alk- confirmed). The patient was treated with device removal and capsulectomy. Patient underwent CT scan and bone marrow trephine to determine if the bia-alcl had spread outside the capsule. The results provided no evidence of spread outside the capsule. Patient has a history of left side breast cancer. Device has been explanted and replaced.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports: "contracted bia alcl with these textured implants. Operation to remove implants. Bone marrow tests and scans to check for spread. Lost a year off work." The patient had a swelling in their left breast and was advised by a surgeon that the implant needed to be removed. The patient advised that there was no ultrasound or further scan carried out prior to the removal of the device. The implant was removed and not replaced. The patient advised the surgeon found fluid which along with the capsule was sent for testing. Histopathological markers alk- and cd30+ have not been confirmed. This record relates to the left side.